Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had a post reset ram alarm and a history pointers failed alarm. The customer's blood glucose was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including the active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. However, insulin pump had unexpected pump error 23, pump error 49, pump error 68, pump error 25 after battery insertion and pump error 75 during self-test due to internal battery not within specification. The insulin pump was received with a high sleep current measurement due to moisture damage connector. The insulin pump was received with scratched case, pillowing keypad overlay, cracked case behind the pump near the battery compartment, cracked battery tube threads, cracked retainer, keypad overlay texture damage and minor scratched lcd window.